Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
( Device evaluated by MFR) pending evaluation ( concomitant medical products) concomitant device(s): 300-01-13, (B)(4)-equinoxe, humeral stem primary, press fit 13mm, 320-01-42, (B)(4)-equinoxe reverse 42mm glenosphere, 320-10-00, (B)(4)-equinoxe reverse tray adapter plate tray +0, 320-15-01, (B)(4)-eq rev glenoid plate, 320-15-05, (B)(4)-eq rev locking screw, 320-20-00, (B)(4)-eq reverse torque defining screw kit, 320-20-38, (B)(4)-eq rev compress screw lck cap kit, 4.5 x 38mm, 320-20-42, (B)(4)-eq rev compress screw lck cap kit, 4.5 x 42mm, 320-20-42, (B)(4)-eq rev compress screw lck cap kit, 4.5 x 42mm, 321-20-00, (B)(4)-equinoxe reverse shoulder drill kit.

Event description:
As reported, approximately 8 ½ years postop the initial l tsa, this (B)(6) y/o male patient presented with a pain in left shoulder deep and central. This patient has a history of osteoarthritis and hypertension. Active and passive rom with pain. X-rays showed osteolysis and bone resorption. A deep infection in the left shoulder was noted. A resection of the left arthroplasty was completed, and an antibiotic spacer inserted. A biceps tenotomy and tenodesis was also performed. The case report form indicates this event is unlikely related to devices and is definitely related to procedure. This event report was received through clinical data collection activities. Devices will not return.